Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing (silicone tubing) of a minicap extended life pd transfer set was separated from the plastic portion (catheter connector), where the pull ring was originally fixed. The patient woke up and noticed leakage. This was observed during the dwell phase of the last cycle of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. As a result, the patient¿s transfer set was replaced; however, the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.